Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a central line associated blood stream infection (clabsi) which was reported to be due to a one-link neutral luer activated device (no further detail was provided). The patient was admitted to the hospital for an unreported indication. At the time of admission, the patient had a right upper extremity peripherally inserted central catheter (PICC) already in place. During hospitalization, the patient underwent a procedure for another indication and the original PICC line was discontinued postoperatively (exact date was unknown). Eight days after being admitted, a right upper extremity PICC line was placed. Fourteen days after hospitalization, the patient experienced clabsi. On an unreported date, the patient began treatment for the clabsi with unspecified (reported as ¿appropriate¿) antibiotics (doses, frequencies, and routes were not reported). No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
The cause of the event was determined to be human error as the packaging instructions were not followed. Should additional relevant information become available, a supplemental report will be submitted.